Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. No further information is available at the time of this report. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: right ventricular septal pacing: safety and efficacy in a long term follow up. World j. Cardiol. 2015;7(8):490-498.

Event description:
Additional information was obtained through follow up with the author who indicated that there was one lead that showed a "micro dislocation." The author also stated that there was no adverse event and no "specific technical problem" and therefore no action was taken for this patient. No further information was available.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age is male/(B)(6). Multiple patients and multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: right ventricular septal pacing: safety and efficacy in a long term follow up. World j. Cardiol. 2015;7(8):490-498. (B)(4).

Event description:
A journal article was reviewed which contained information regarding atrial leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there was lead dislodgement noted in one patient. There was no indicated medical or surgical intervention taken according to the article. The status of the lead is unknown. No patient complications have been reported as a result of this event.